Event description:
During an asset return inspection the device was found with no output to the front panel due to faulty control board. The power board was found damaged. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
The spl-s generator, serial#(B)(4), was an asset return with no problems reported. Device inspection upon return found the power board was physically damaged, and there was no output due to faulty control board. Minor scratches on the housing were also noted. The device was manufactured in february, 2015. The packaging label is not available. Therefore, the final manufacture date is unknown. The device had been previously serviced by olympus. Therefore, a service history review will replace DHR (device history record) review. This device has undergone multiple inspections as being asset returns since january 2017. The most recent inspection was done in august 2021. At that time, missing bumpers and minor scratches on the housing were observed. The unit passed functional test, output test and electrical safety test. Based on inspection results, the damages that occurred to the device were likely due to rough handling during transportation. The shockpulse IFU (instructions for use) _rev an states, "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." (Warnings and cautions, page 7). Olympus will continue to monitor complaints for this device.